Manufacturer narrative:
The technician replaced the brake mechanism assembly to repair the bed.

Event description:
Information received indicates, the brake mechanism cam is not providing enough tension. The brakes engage but still move slightly.